Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly.motor and force sensor was also corroded.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed and the display was not return. The insulin pump will be returned for analysis.